Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was at a basketball game as a referee on (B)(6) 2018 and stated he wasn¿t feeling good. The cgm was displaying a value of 88 mg/dl so he ate a starburst candy and still did not feel good. The patient went to the locker room and stated he blacked out for a bit and when he came to, he checked his finger stick and it displayed a reading of 22 mg/dl. The patient then treated himself with orange juice and a candy bar. At the time of contact, the patient was in stable condition. No additional patient or event information is available.